Event description:
Procedure type: laparoscopic nephrectomy. Pt gender: unk. According to the reporter: during the case after pumping the balloon 20 times, the balloon was burst. The piece might remain in pt's cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).